Event description:
During the index procedure one endeavor sprint drug eluting stent was implanted in the lad vessel. Approximately 22 months post index procedure the patient caught pneumonia and subsequently died. Investigator assessed that the event was not related to the study stent. The clinical events committee have adjudicated that the reported death was a cardiac death.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results: inherent risk of procedure ¿ (death). Conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
Cause of death was broncopneumonia, heart failure and respiratory failure.

Event description:
Cause of death also reported as ischemic cardiomyopathy, atherosclerosis and chronic coronary insufficiency.

Manufacturer narrative:
(B)(4).